Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display on the screen of the insulin pump became black and white and the alarm occurred. The customer¿s blood glucose level was unknown. Insulin pump will not be returned for analysis.